Event description:
It was reported that this patient's right ventricular lead showed high out-of-range shock impedance of 125 ohms. No troubleshooting was performed and no lead issue has been confirmed. The patient's physician is aware and will continue to monitor. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.